Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID sed01 implantable pulse generator (ipg). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal continuity test result was failed. Visual continuity inspection was performed for the entire conductor length using destructive testing. Fractured was observed.

Event description:
It was reported that the lead had high impedance and increased thresholds. A lead fracture was suspect. The lead was explanted and r eplaced. No patient complications have been reported as a result of this event.